Manufacturer narrative:
A complete manufacturing records review conducted by intrinsic showed that the product was manufactured to specification. MRI imaging confirmed a reherniation, and x-rays further confirmed migration of the occlusion component into the spinal canal. Receipt of the occlusion component by the retrieval analysis laboratory confirm the reoperation and removal of the occlusion. There is no suggestion from the site that there was any issue with the initial placement of the device. In similar complaints, the likely root cause of the occlusion component migration was mechanical loading on the occlusion component due to intradiscal pressure developed in response to the patient's activities. Device migration is a known inherent risk identified in the device IFU with occurrence rates lower than those stated in our device IFU which are determined and based upon the pivotal superiority study. In similar complaints, possible cause of the occlusion component migration was mechanical loading on the occlusion component due to intradiscal pressure developed in response to the patient's activities. Note: this MDR is being filed since intrinsic has identified 12 complaints that originated outside the us (ous) between (B)(6) 2019 and (B)(6) 2020 that are deemed to be reportable in the us. Hence this MDR report is past 30 days from the adverse event occurrence date.

Event description:
Initial implantation of the barricaid was performed on (B)(6) 2018. On (B)(6) 2019, the hospital reported that a reoperation was performed to address a reherniation and detached mesh component. Scarring was observed during the reoperation, and the surgeon also noted that the procedure was successful in that the patient was pain-free afterwards. The occlusion component was removed along with the herniated tissue while the anchor was left behind in the patient.